Event description:
A surgeon reported a patient experienced increased intraocular pressure (iop) following intraocular lens (iol) implant surgery. The surgeon feels a large amount of pigment release caused an iop exacerbation. The iol was explanted.

Manufacturer narrative:
The product was returned for analysis in a screw top specimen cup. Dried surgical solution was on the lens. The optic was torn/split/cracked (possibly cut) from one edge toward the opposite edge with an additional split/cracked area. No other damage was observed. The product history record and batch records were reviewed and all documentation indicated that the product met release criteria. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There are no other complaints in the lot. Additional information was requested by mail and by fax on 02/05/2008. The surgeon completed and returned the questionaire on 02/07/2008.